Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to the keypad traces. The insulin pump had minor scratches on the lcd window and broken battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump's up arrow button was not working. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.